Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (specifics unknown). Indicating possible device malfunction. It was also reported that the patient was experiencing an increase in seizure activity; however, it is unknown whether the increase is above pre-vns baseline frequency. The patient has not reported any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays by manufacturer revealed that a portion of the lead was very twisted above the header region of the generator in the upper left chest, consistent with conditions that exist when the device is manipulated through the skin and indicative of a possible lead break. Additionally, the lead connector pin was not fully inserted past the generator connector block, indicating a possible generator/lead connection issue. Revision surgery is likely.

Event description:
The pt underwent vns therapy system replacement surgery, during which both the leads and generator were replaced. Operative notes from the surgical procedure confirm that the lead body was coiled and "twisted upon itself" in the neck area. A coil wire break was noted in the twirled area, and surgeon indicated that it was evident that the pt had been twiddling with the lead through the skin. Analysis of the explanted pulse generator did not reveal any anomalies that would adversely affect device performance. The explanted lead was returned in pieces. The lead connector pin was properly connected to the generator upon receipt, ruling out gernerator/head connection issue. Visual inspection and electrical testing confirmed coil wire breaks due to pt manipulating of the device through the skin.